Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the lead alert triggered and the patient received an inappropriate shock, and the right ventricular (rv) lead exhibited a possible fracture. The lead was determined to have dislodged. The lead was repositioned and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.